Event description:
Per the clinic, a cover screw was placed under general anesthesia (B)(6) 2014 due to infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.